Event description:
It was reported that the catheter was being placed in the interventional access lab procedure room. During insertion of the smartseal sheath, the physician had difficulty inserting the tip of the catheter into the valve. He noticed when peeling away the sheath, the valve in the smartseal did not separate correctly. As a result, there was excessive bleeding from the pt, but they were able to successfully place the catheter. There was no delay in treatment, no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.